Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. Multiple attempts to obtain more information reveal that this event did not occur with the surgeon that reported it and no other details have been provided. Clinical evaluation: it was reported that a patient had an infection at the site of a mosaic mesh implant. Details of the culture results and required treatment were not provided. Any surgery that causes a break in the skin can lead to a postoperative infection. Doctors call these infections surgical site infections (ssis) because they occur on the part of the body where the surgery took place. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any ssi may cause redness, delayed healing, fever, pain, tenderness, warmth, or swelling. Other risks for ssis include a compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. Most ssis can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required to treat the ssi. Surgical standards include the use of sterile technique. Ineffective anti-microbial coating and introduction of foreign material may also be causes for wound infections. Mosaic mesh is intended for use in soft tissue deficiencies including hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a supportive material. Antibiotics are used to treat most wound infections. Occasionally surgery may be required. The treatment often involves opening the wound, evacuating the drainage and cleansing the wound. The deeper tissues are inspected for integrity and for a deep space infection or source. Dressing changes allow the tissues to granulate, and the wound often heals by secondary intention over several weeks the instructions for use precaution against handling of the mesh without clean sterile gloves and instruments. It states in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation and infection."

Event description:
Following surgery the patient developed an infection.